Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what part of the jaw was broken: the upper jaw was broken; did the moveable top jaw break off: yes. Movable top jaw broke off; did the black ptc break off of the jaw (attached to moveable top jaw): sample has been sent for investigation for more details; did the ceramic (on the lower non-moveable jaw) separate or break off: sample has been sent for investigation for more details; did the electrode (on the lower non-moveable jaw) separate or break off: sample has been sent for investigation for more details; did the detached part fall into the patient: the detached part came out when the probe was cleaned outside the patient body; was the detached part retrieved from the patient: it broke outside patient body; did this cause a change in the plan of care for the patient: no. The case was completed using harmonic har36.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, device probe jaw broken. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 1-10-2017. Batch # (B)(4). The device was returned with the upper jaw detached not returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint